Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). When inserting the screw st274t by driver fw213r, the working end of the driver did not fit properly. Although the customer kept screwing, the screw head was deformed and the driver was not able to use. The screw was removed by other driver and new screw was used. Regarding sw790t set screw, torque function did not work. Therefore, the customer removed the set screw and confirmed the breakage. The fragments were removed. The procedure was done by using new one.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope, panasonic dmc tz8 digital camera. Because the complained screwdriver was not enclosed, we investigated the inner hexagon of the pedicle screw. Here we found that the inner hexagon was completely deformed. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: without further knowledge about the circumstances, we assume that the surgeon used a damaged screwdriver with an improper hexagon. A damaged hex tip usually causes damages to those observed in this case. No CAPA is necessary.